Event description:
It was reported that in a literature article discussing covid-19, it was mentioned that there were three patients that were reported to have had their cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock. All evidence indicates the crt-ds remain implanted and in service. No adverse patient effects were reported.